Event description:
Reporter alleged obtaining discrepant blood glucose values of 74 mg/dl back to back with a result of 180 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time other comparative tests of 85 mg/dl, 89 mg/dl, and 140 mg/dl were performed back to back with a result of 75 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hyperglycemic symptoms during the time of testing and obtained the second set of comparisons from the system memory. A request was made for the return of the suspect device and replacement product was sent.